Event description:
It was reported that the right ventricular (rv) lead was implanted. After few days of implant, the patient had to go to emergency room (ER). Echo was performed and it was confirmed that the rv lead was perforated. As a result, the physician performed a revision procedure and rv lead was successfully repositioned. According to the physician there is no possibility for pericardial effusion as the fluid was stable. No additional patient adverse effects were reported.